Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a perforation and pericardial effusion, and cardiac tamponade occurred. During a pulmonary vein isolation and left atrial appendage occlusion (laao) procedure for the treatment of atrial fibrillation, a versacross connect access solution for faradrive was selected to obtain transseptal access. Upon engaging the fossa ovalis, the physician noted abnormal tenting and the presence of a "double septum." After identifying a transseptal location, the device crossed into the left atrium. Difficulty was encountered when attempting to advance the device further into the left atrium, and the device was subsequently withdrawn. Immediately following withdrawal, the patient developed cardiac tamponade. It was noted that a perforation with pericardial effusion at the posterior right atrium/left atrium junction. The physician stated that the device or the transseptal portion of the procedure may have contributed to the event and believed that the puncture may have exited the right atrium posteriorly. A pericardiocentesis was performed, resulting in hemodynamic stabilization. The patient required hospitalization beyond the standard postoperative course. The patient is expected to fully recover and be discharged.